Manufacturer narrative:
Details of complaint: on 12/18/2019, customer at alliance health deaconess hospital reported that the central nurse's station (cns) (pu-621ra, serial #: (B)(6)) experienced a 30-60 second communication loss for all devices at 3 am. Service requested: assistance in troubleshooting. Service performed: nkts advised customer to verify the cabling at cns, connection to cns and wall port, cabling at the switch, the cable run, and try different ports on the switch. Also, cross verify connection by swapping out the switch or adding another one to determine the connection point causing the issue. Customer also reported that the cns was monitoring telemetry devices and bsm's. Customer called back to inform that swapping the cable and another switch did not resolve the issue and the issue persists on only this cns. Customer hard reboots the cns every time the issue recurs as a temporary solution. Nkts educated the customer on exchange and repair while providing a loaner unit. Customer sent the unit in for repair by providing po as well as software version on the unit. Communication loss for short duration recurred on loaner unit as well. Nk ts rebooted org's several times and resolved the issue on site. Nk ts requested the customer to call back if the issue still persists. Also, nk ts will be leaving ticket open if the issue recurs as of march 11, 2020. The cns unit with communication loss issue was repaired at repair center in ticket# (B)(4) as a precautionary action. At repair center, the unit was cleaned and decontaminated. The model, serial number, and all labels were verified. The reported problem of "pu-621ra (B)(6) need to check and repairs". The problem reported could not duplicated. However, rc identified that the two hard drives of the unit were out of warranty since 2015 and needed immediate replacement. Investigation summary: root cause of the issue was identified to be org set up; the issue was resolved after rebooting org. Warranty of the device was valid till 01/17/2015. According to the table in the quality complaint investigations work instruction (document ID (B)(4)), the risk priority of the issue is categorized as: high. Since the risk priority of the issue is categorized as: high, monitoring of this issue will be continued, and the ticket will be updated once more conclusive information is available.

Event description:
The customer reported that the central nurse's station (cns) experienced a 30-60 second communication loss with all the devices it was monitoring. No patient harm was reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) experienced a 30-60 second communication loss with all the devices it was monitoring. No patient harm was reported. Nk tech advised the customer to verify the cabling at the cns, connection to cns and wall port, cabling at the switch, the cable run, and try different ports on the switch plus consider swapping out the switch or adding another one to determine the connection point causing the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional information: concomitant medical products: the following devices were being used in conjunction with the cns: tele's: no models and serial numbers were provided. Bms's: no models and serial numbers were provided.

Event description:
The customer reported that the central nurse's station (cns) experienced a 30-60 second communication loss with all the devices it was monitoring. No patient harm was reported.